Event description:
The customer reported that the audio alarm was not working. The nellcor puritan-bennett customer support engineer verified the nonfunctional alarm and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.